Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported the right hip and knee were "vibrating" on (B)(6) 2017 even on the lowest spinal cord stimulation setting. The patient also experienced right hip and knee pain. Reprogramming was performed on (B)(6) 2017 and the event resolved without sequelae. The event was possibly related to the device or therapy (specifically due to programming) and was not related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient was programmed to receive stimulation in the right leg initially which would have covered hip and knee. The vibration was perceived as an unpleasant sensation by the patient. This resolved with reprogramming with high frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced right lower extremity pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced right lower extremity pain.